Event description:
The physician stated he had five pts who experienced reactions. The pts had developed painful effusions in the injected knee joint. The physician described the reactions as "more than synovitis." The second of five pts developed some swelling after the first injection. The pt received the second injection in the series and in one instance had 90 cc of fluid aspirated from the injected knee, which was then aspirated every other day for an unspecified period of time (no dates were provided). Fluid was cultred and found to be negative. The physician assessed the reaction as "severe." The pt received an injection of cortisone as treatment for the effusion. At the time of this report, the pt's outcome was unk.